Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was bent. It could not be determined when this damage occurred. The download data does not contain any timeouts or drive stalls that would indicate a failure to deliver insulin. Blood was observed in the soft cannula and the reservoir was tinted red. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. The exact cause of the reported bleeding and bruising could not be determined. The adhesive pad was not returned with the device, and no evidence was found on the device that would contribute to skin irritation at the infusion site. A root cause for the reported skin irritation could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that despite delivering boluses, the patient's blood glucose levels reached over 300 mg/dl while wearing the pod longer than 48 hours on the abdomen. Patient reported bruising and irritation at the site as well. Additional method of treatment was not provided.